Event description:
It was reported that a patient wasn¿t using the device and would rather just turn it off. The patient didn¿t see any use in it and was doing fine when it was turned off. He was slowly getting better and wasn¿t sure if it was because of the device or not. He had tried to speak with his healthcare professional about removing it. He had turned it off but they wanted him to continue using it. The day of the report it was shocking him for a while and he couldn¿t get it to stop. The patient changed programs and now it quit working and wasn¿t shocking him. While making adjustments, the patient saw the replace patient programmer batteries screen. He didn¿t have any new batteries to try at the time of the report. The patient didn¿t know if the device was currently on or off. He though he would leave it like this as he didn¿t feel anything and maybe it was on a low setting. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0arwp, implanted: (B)(6) 2013, product type lead. (B)(4).